Event description:
Information was received from the health care provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen. The indication for use was intractable spasticity. The patient experienced problems with the pocket. The patient went into surgery on (B)(6) 2016, and the pocket was cleaned and irrigated. It was unknown when the patient started having problems with the pocket. There were no other reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.